Manufacturer narrative:
The device history record was reviewed for contour next test strips lot # 8gpeg03b. The operation and maintenance logs indicated that an in-feed and load pusher jam occurred, though proper technical adjustments were made to correct the issue, upon discovery. When these jams occur, the line stops and all product down-line from where the jam occur becomes inspected prior to re-starting the line. Based on the available information and review of the device history record, no root cause was found that lead the cap of the customer's contour next test strips bottle to break during this process.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the test strips for investigation replacement test strips were sent to the customer.